Manufacturer narrative:
E1 telephone number: (B)(6). Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that extravasation occurred in pediatric resuscitation. The patient¿s arm is swollen, a g30 bandage was used to treat the patient. There was patient involvement and no patient consequences reported.